Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with 804:26 was confirmed during product evaluation. The assignable cause was software failure. Generally, software failures only have one occurrence in the event history and do not require any remediation or hardware component replacement. The device has not been previously sent into service for the reported condition of "failure code 804:26". This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Event description:
The facility reported a colleague infusion pump with failure code 804:26. This event occurred upon power up; however, it is unknown in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.